Event description:
The stapler failed to close completely at the distal end. The surgeon decided not to fire the stapler considering its failure to close. Stapler was removed from the field. No harm to the patient.